Event description:
It was reported that the pump showed the cassette not attached error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg 11/27/2024. One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to contamination. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.